Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume folfusor. The exact location was not specified. The pump was filled with fluorouracil 3300mg in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured march 9, 2016 ¿ march 10, 2016. The actual sample was not returned; however, a photograph was received evaluation. The photograph showed white crystallized drug at the red coil cap area which suggested possible leakage. However, the exact location of leak could not be determined from the photograph. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.